Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for eval. The exact cause of the users experience could not be conclusively determined. If add'l info becomes available at a later time, this report will be updated.

Event description:
Olympus was informed that in the middle of a laparoscopic supracervical hysterectomy procedure, the teflon pad was damaged and the device was replaced. The intended procedure was completed using a different but similar device without incident. There was no pt injury reported.